Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer's blood glucose (bg) rose to 120 mg/dl with a 1.2 mmol/l ketone level. The customer reverted to manual injections for insulin therapy. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.